Event description:
The manufacturer received information from a third party service center alleging a failure related to the ventilator's active exhalation control module occurred. There was no harm or injury reported. The active exhalation control module was replaced to address the issue. The component only was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. The root cause of the failure was found to be a leak in the proportional valve.